Event description:
It was reported that the patient had a loss of therapeutic effect. The patient had their previous stimulator replaced due to an elective replacement indicator (eri). It was known before the replacement that electrodes #2 and #10 were showing as opens for impedances but weren¿t being used in stimulation and the patient had been happy with coverage. Intra-operatively they got similar impedances as with the previous implantable neurostimulator. Post-op the patient was happy with their coverage and went home. Some time after this the patient had a loss of stimulation but it was not known when the stimulation was lost. The week prior to the report the patient saw a manufacturer representative for reprogramming. The impedances were the same as before with a majority of the electrodes being normal range with #2 and #10 being high. The patient was reprogrammed around these electrodes and the patient got great coverage. Two days after this the stimulation stopped working again. The patient was not using adaptive stimulation. The patient was not losing their stimulation due to their charge level. When the patient would lose stimulation the stimulation would still show that it was on but the stimulation was not being felt. The patient had tried shutting their stimulation off and turning it back on and this did not resolve the issue. The impedances besides electrodes 2 and 10 were around 1000 ohms give or take a few hundred. The manufacturer representative thought that the patient had tried increasing voltage to get benefit but they weren¿t sure. It was thought that the patient used about 6v on program 1 and 5-7v on program 2. The representative was going to call the patient and double check charge level and the stimulation being on or off. It was further reported that the impedances on electrodes 2 and 10 were >40,000 ohms. All other electrodes were working well and the impedances were between 1,200 and 1,400. The patient¿s stimulation shut off within a day of the implant and would not turn back on. The patient met with the manufacturer representative about a week prior to the report and was reprogrammed and everything was fine. The stimulation shut off again the week prior to the report and the patient was meeting with the manufacturer representative on the day of the report. They were going to check the device. The manufacturer representative was concerned about the stimulator and the fact that 1-2 electrodes on each lead were out of range. It was further reported that all 16 electrodes were over 40,000 ohms. It appeared that both leads had backed out of the battery. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the patient experienced intermittent stimulation and the device would have high impedances sometimes and good impedances at other times. A lead break was noted as was normal battery depletion. The battery was replaced because they weren¿t sure what was causing the issue and didn¿t want to subject the patient to another surgery. The patient recovered without sequelae.

Manufacturer narrative:
Concomitant products: product ID 377760 lot # n0030641, implanted: (B)(6) 2005, explanted: (B)(6) 2014, product type lead; product ID 377760, lot # n0030641, implanted: (B)(6) 2005, explanted: (B)(6) 2014, product type lead; product ID 377760, lot # n0030641, implanted: (B)(6) 2005, explanted: (B)(6) 2014, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Concomitant medical products: product ID 377760, lot# n0030641, implanted: (B)(6) 2005, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
Additional information received reported the leads and the battery were both replaced the morning of (B)(6) 2014.

Event description:
It was reported that the patient¿s replacement surgery was scheduled for (B)(6).

Manufacturer narrative:
Analysis of the ins, s/n (B)(4), found there was no anomaly. Analysis of the lead, lot # n0030641, found the conductor body was broken at the twist lock anchor site. Analysis of the lead, lot # n0030641, found the conductor body was broken at the twist lock anchor site.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the system was not delivering any stimulation. The stimulation had been working on and off since the implant on multiple occasions with reprogramming. Due to this on and off phenomenon the leads and battery were all going to be replaced. The manufacturer representative anticipated that the replacement would take place in late august. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.